Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) were considered, including manufacturing, patient morphology/pathology, and user technique/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was reviewed and the investigation could not determine a definitive cause for the reported single leaflet device attachment (slda) resulting in incomplete coaptation. It is possible that procedural conditions (suboptimal grasping) of the leaflet resulted in the detachment of the clip from the posterior leaflet; however this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required two additional mitraclips for treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted that the posterior leaflet was difficult to visualize. The clip delivery system (cds) was advanced to the mitral valve leaflets, and the clip was implanted in a central position on the leaflets. The mr was reduced to 2 with leaflet immobilization; however, after the clip was deployed, it was observed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 3-4. To stabilize the clip and reduce the mr, a second clip was implanted medial and a third clip was implanted lateral to the slda clip. Three clips were implanted and the mr was reduced to 2. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.